Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had hypoglycemia and was treated with food. Customer blood glucose value at the time of event was 50 mg/dl. It was unknown whether the minimed system with the auto mode/smartguard feature was active at time of low bg event. It was unknown whether the customer was using insulin pump system within 48 hours of reported low bg event. Troubleshooting was declined; however, the product will not be returned for analysis.